Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, heavily calcified, proximal to mid left anterior descending coronary artery. A 3.50 x 18 mm xience prox stent delivery system (sds) was selected for the procedure. While inserting the sds into the unspecified guiding catheter, trying to advance it, the sds met resistance with the guiding catheter and the shaft separated mid shaft into two pieces. A new 3.50 x 18 mm xience prox was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the stent delivery system (sds) not being coaxially aligned, such that as the sds was being advanced it interacted with the guiding catheter causing resistance. Manipulation of the device resulted in the noted stretched guide wire exit notch and ultimately resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.